Manufacturer narrative:
(B)(4). Conclusion: - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Event description:
It was reported that the patient underwent diagnostic laparoscopic surgical procedure on (B)(6) 2015 and suture was used. During the procedure, when the suture was used to close a large defect in the fascia, the needle became detached from the suture strand. The patient had to undergo an exploratory laparoscopy to find the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.